Manufacturer narrative:
Correction: cardiac perforation should have been noted in initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a 1-week post implant follow up. The patient reported experiencing chest pain and stimulation. Upon interrogation, the right ventricular lead exhibited decreased sensing and no capture. It was suspected that the lead moved. The patient underwent a lead revision procedure on (B)(6) 2019. During the procedure, it was noted the patient suffered a right ventricular perforation. The lead was repositioned successfully. Follow up testing the next morning reveled normal lead function. The patient was recovering post procedure.